Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead could not be removed from the catheter. A different catheter was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The problem was later clarified to be that the lead tip could not be extended out of the catheter. The lead was ultimately implanted.